Manufacturer narrative:
Initial reporter's name and address: postal code: (B)(6). G4: PMA/510k # ¿ exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during laser lithotripsy/stone removal in the bladder, the distal end of the basket wire of an ncircle tipless stone extractor broke. The device was able to be used six times to capture stones, prior to the alleged malfunction. The laser was not used while the stone extractor was being used. Another same device was used to complete the procedure. No section of the device detached inside the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
As reported, during laser lithotripsy/stone removal in the bladder, the distal end of the basket wire of an ncircle tipless stone extractor broke. The device was able to be used six times to capture stones, prior to the alleged malfunction. The laser was not used while the stone extractor was being used. Another same device was used to complete the procedure. No section of the device detached inside the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation; evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection of the device were conducted during the investigation. The device was returned to cook for evaluation in the protector only, no label. A basket wire has been pulled from the sheath. The sheath appears smashed at the distal tip. The handle will actuate the basket. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue could not be determined. The returned device was found to have had 1 of the 4 basket wires pulled free from the basket cannula that secures the proximal ends of the wires in place. It was also observed that the distal end of the basket sheath was deformed, but the deformation was slight and did not affect device function. The provided information stated the device had been used to remove six stones before the issue occurred. It was possible that procedural factors such as the size, shape, and locations of the stones, possibly combined with user technique, place enough force on the basket to cause the wire to pull free. It was also possible the wires were not securely glued into place during manufacturing. There was not enough information/evidence available to make a conclusive determination of the likely cause. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.